Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Based on the data available it was determined that the user had not removed the test plug, resulting in lower than expected charge energy. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not deliver a shock when desired. Medication was delivered to the patient when defibrillation could not be delivered. The patient was initially in full code, and was in limited code after the event.